Event description:
It was reported that during a da vinci-assisted procedure, the single port fenestrated bipolar forceps instrument had a broken tip. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken molded insulator on the lower jaw. The broken piece measure approximately 3.34mm x 5.91mm in size and was not returned with the instrument. As a result, a dislodged grip tip was observed that was still attached to the instrument. Fa found the secondary failure of detached fragment to be related to the customer reported complaint. Due to the broken molded insulator, a detached fragment was observed. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. The instrument was transferred to the failure analysis engineer (fae) team for further investigation: initial failure analysis was confirmed; the single port fenestrated bipolar forceps instrument exhibits a broken molded insulator. The root cause can be attributed to misuse and/or mishandling. The instrument was transferred to design engineering for further investigation of the broken molded insulator failure mode and there were no additional findings. The grip associated with the unbroken molded insulator was subjected to load testing to gain insight on the potential load type that could result in the bending observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: today, the surgeon reviewed the video and confirmed that there was no detachment inside the body. During the procedure, they immediately noticed the forceps were broken inside the body cavity and confirmed there was no material defect when removing them. It is highly likely that the defect occurred during the cleaning and sterilization process.

Event description:
Refer to h11 for follow-up information.